Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to high blood glucose. The length of hospitalization was for few hours. The insertion site was thigh. The infusion set was in use for two days. The patient was hospitalized for few hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united arab emirates.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6001424 have already been previously tested in the complaint (B)(4) on 12/feb/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were found within specifications as per the test report database complaint (B)(4) complaint test report. Device history record (DHR) review: the lot 6001424 was manufactured according to the work instruction (wi) version 75 packing in the multivac 12, on 26/may/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 13/aug/2025 against malfunction code set broke prior to use due to insertion into scar tissue, into sites not stated by the IFU, or incorrect preparation of set and lot 6001424 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.